Manufacturer narrative:
Retrospective report form code: f77772 information was received from a surgeon who is not required to complete form 3500a. The device was received for evaluation. Dimensions measured meet specifications. Visual and photo evaluation of the returned product determined that the device was fractured flush, with the threaded portion broken off from the impaction head. Scuffs and dents were also present on the impaction head, as well as the targeting guide. The threaded portion could be removed from the targeting guide, and a small amount of thread damage is present. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. Section b: was the device used for treatment or diagnosis? The device was used for treatment. The impaction head had a potential field age of approximately 3 years and 7 months at the time of the reported incident. A patient history review indicated there was no harm, injury, impact to the patient, or extension of surgery time. A complaint history search found that there are 12 additional complaints for the product lot number involved. Corrective actions have been taken to address the reported issue. Multiple changes have been made to the device, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. The part related to this complaint was manufactured before the corrective action was implemented. The most likely probably cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. The evidence of extensive use of the device suggests that normal wear and tear could have been a contributing factor. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface. This product will be monitored for any adverse complaint trends. This report, along with the additional attached summarized events for a total of 263 events, are being reported under exemption number e2016007. These mdrs were identified during an internal retrospective review to meet reporting requirements and therefore are being filed retrospectively. - attachment: [attachments.zip]

Event description:
It was reported that the impaction head broke off into the targeting guide during use. There was no report of surgical delay or patient harm. Surgery was completed with another device.